Event description:
Pt revised due to malpositioning.

Manufacturer narrative:
Eval was not possible, as the product was not returned. The investigation was limited to the info provided, as the lot number required to review the device history records and complaint history was not provided. Although the exact root cause could not be confirmed, the initial report states that the pt was put in valgus from the initial surgery making pt uncomfortable. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action was not indicated. Should add'l info be received, the investigation will be reopened. Depuy considers the investigation closed.